Event description:
Additional information was received that indicated that the patient felt that the vns was defective due to the patient experiencing painful stimulation for over a year. The patient was disabled on (B)(6) 2011. The patient was referred for explant for patient comfort and because the patient needed an MRI. There were no contributory settings or medication changes that preceded the painful stimulation. There also was no manipulation or trauma that was believed to cause or contribute to the painful stimulation.

Event description:
It was initially reported that the patient was being referred for vns removal. Clinic notes were later received that indicated that the patient was having painful stimulation and was being referred to a surgeon for discussion of removal of her vns. (B)(4) attempts for more information have been unsuccessful to date.